Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was repaired and returned to service, however, no repair info was documented within the case record.

Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.